Event description:
It was reported that the pt had a history of severe arthritic right foot deformity and was admitted to hosp for surgical correction in 1998. Post-operatively two days later pt developed pain, swelling and "their wound became red and clinically they had cellulitis." Pt was treated with antibiotics. Two days later two sutures were removed and the wound was opened revealing bloody drainage that was "clinically unpurlent." It was felt pt probably had a cellulitis despite negative cultures. Pt was transferred to skilled nursing 5 days later for continuation of IV antibiotics.